Event description:
It was reported that the chunk of plastic noted to foley catheter tip fell off on the customers sterile gloves. No harm was reported as it did not reach patient or person, detected before use or does not touch patient during use.

Manufacturer narrative:
The investigation did not identify any conditions or factors within the product that could have contributed to the reported event. Photo: received one (1) photo sample. Photo sample showcases an all silicone foley catheter with excess silicone on tip of catheter. Visual received one (1) used all silicone foley catheter without original packaging. Verified material number 165814, batch number ngks1720 and manufacturing lot number ngkq0079.visual inspection noted no obvious observations at the tip of the catheter. No foreign material found on catheter or excess silicone on tip of catheter. As the reported event is unconfirmed, a risk and labeling review is not required. A review of the device history record was not necessary due to the reported event being unconfirmed. Based on the investigation results no additional action is required at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the chunk of plastic noted to foley catheter tip fell off on the customers sterile gloves. No harm was reported as it did not reach patient/person, detected before use or does not touch patient during use.